Event description:
Medical was reviewing some past adverse events in the complaint database and determined this complaint should have been determined serious. Stated problem: (B)(6) reported that (B)(6) female with calciphylaxis; and multiple co-morbidities; developed rectal bleeding with clotting in the rectal vault within 24 hrs of fms insertion. She does have a history of diverticulosis and c. Difficile. An angiogram was performed with negative findings. Pt rec'd 7 units of packed cells. No rectal erosion; etc. Noted. Balloon was not overfilled; and insertion procedure followed per recommendations. Pts prognosis is poor; unrelated to event. Per the complaint intake nurse, the reporting nurse believes the device was not causally related to the bleeding however she thinks the presence of the balloon in the rectum blocked the exit for the bleeding and therefore caused the blood clots to form. From a clinical perspective, a causal relationship between the formation of clotted blood in the rectum and this event is deemed not related because the balloon does not form a tight seal of the rectal vault. It is stated in the instructions for use that some seepage of fecal material from around the catheter may still be expected. The case is considered a serious adverse event possibly device related in the absence of another confirmed caused for the bleeding. The pt experienced bleeding and needed to have blood replacement because of this.

Manufacturer narrative:
(B)(4).